Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switching of the device due to noise on the atrial lead was noted. All other electrical parameters were stable and no other actions were taken besides the patient being monitored. The patient is in stable condition.